Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017; 6:30 pm with a blood glucose level of 740 mg/dl. The customer experienced symptoms such as poor eye sight, could not walk straight, and severe headaches. The customer was treated with manual injection. The customer stated that the hospital forgot to give them insulin which caused their blood glucose to rise. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.